Event description:
It was reported by an attorney that that on (B)(6) 2020, the patient underwent left peroneus longus repair, left peroneus longus to brevis transfer, left peroneal tendon sheath grove deepening and sheath repair and left modified brostrom repair. The surgeon noted that the tendons were very severely frayed. The peroneus brevis was to a point where it was not repairable. The longus had a small area of split tearing. A suture was used to suture together the peroneus longus tear. For the brevis, the healthy ends were attached to the peroneus longus proximal and distal to the damaged portion. The damaged portion was resected. The areas were repaired and reinforced with sutures. It was reported the patient experienced undissolved suture, infection and incomplete wound closure. No additional information was provided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate note: event reported in 2210968-2022-00280, 2210968-2022-00281, and 2210968-2022-00282.